Manufacturer narrative:
Although requested, device will not be returned to the manufacturer. Results pending completion of the investigation.

Event description:
On (B)(6) 2020: two false negative hcg results occurred when administering the cardinal health rapid combo test on a patient. The two serum samples were taken 18 hours apart. The confirmatory result when using a beckmen dxi was positive, 109miu/ml. A complete blood count and basic metabolic panel were taken and the surgery (customer could not provide what type) was performed with no negative impact from the false negative results. There was no adverse event reported, no patient harm nor treatment withheld. Although requested, no further information has been provided.

Manufacturer narrative:
D9: product received on (B)(6) 2021. H3: yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off serum standards (10 miu/ml) and middle-positive serum standards (100 miu/ml). The results were read at 5 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.